Event description:
It was reported that during the inspection, it was found that the connector adaptor could not be attached to offset connector. It seems that the set screw inner thread is deformed it was used during a demonstration.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of the deformation of a trio connector adaptor was confirmed via visual inspection of the returned device. The returned connector adaptor was inspected and the threads that attach to the connector set screw were indeed deformed. This deformation would have likely prevented the threading of a set screw through the hole.conclusion: the root cause of the fracture could not be determined due to limited information provided.

Event description:
It was reported that during the inspection, it was found that the connector adaptor could not be attached to offset connector. It seems that the set screw inner thread is deformed it was used during a demonstration.